Manufacturer narrative:
Integra has completed their internal investigation on april 15, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the mobile jaw is broken. The fragment was returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. The monopolar connector is disassembled from the handle. The handle is cracked at the connector drilling. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt078 provided with the device requires : "to ensure proper functioning of dismountable devices and devices with accessories, check the assembly and the functionality of all elements of the device before use".

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that one of the forceps jaws broke in the patient's abdomen. All parts were recovered. No patient injury and the event lead to an increase of surgery time of 30 minutes.